Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: the pump powered on with the returned battery cap; the cap was able to fully tighten to the pump. There was evidence of voltage drops and a replace battery alarm observed in the black box history. Current draws were within specifications. There were no battery life or power issues duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked with evidence of moisture contamination inside and on the underside of the cap. A leak test confirmed the battery compartment crack. There was no evidence of additional moisture contamination inside the pump when the case was removed.